Event description:
Same case as: 2134265-2015-00954. It was reported that a tip detachment occurred. The 15mm in length, and approximately 3.0mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus and a 330cm rotawire were used for treatment. A non bsc guidewire was inserted smoothly through a non bsc microcatheter and was then replaced with the rotawire. During platforming outside of the patient and during insertion while in dynaglide mode, the pressure level of the gas was observed to have decreased. The system was checked and noted that the pressure level of the nitrogen gas was too high. The pressure level was slightly decreased and the procedure was continued. The physician advanced the burr to the lesion with no resistance observed while in dynaglide mode. It was further noted that the physician kept moving the burr back and forth during use. Prior to starting ablation, it was noted that the rotawire had detached at the connecting portion of the spring tip. The devices were removed from the patient. The physician attempted to remove the detached portion but could not advance the snare to the lesion. Another of the same rotalink plus and rotawire were used to complete the procedure without issue. After the procedure, the physician made another attempt to remove the detached portion of the wire using a snaring device and a double wire technique, however, the detached wire could not be removed. Thus, the detached wire was left inside the distal lad. There were no further patient complications reported and the patient¿s condition is "no problem and stable."

Event description:
Same case as: 2134265-2015-00954. It was reported that a tip detachment occurred. The 15mm in length, and approximately 3.0mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus and a 330cm rotawire were used for treatment. A non bsc guidewire was inserted smoothly through a non bsc microcatheter and was then replaced with the rotawire. During platforming outside of the patient and during insertion while in dynaglide mode, the pressure level of the gas was observed to have decreased. The system was checked and noted that the pressure level of the nitrogen gas was too high. The pressure level was slightly decreased and the procedure was continued. The physician advanced the burr to the lesion with no resistance observed while in dynaglide mode. It was further noted that the physician kept moving the burr back and forth during use. Prior to starting ablation, it was noted that the rotawire had detached at the connecting portion of the spring tip. The devices were removed from the patient. The physician attempted to remove the detached portion but could not advance the snare to the lesion. Another of the same rotalink plus and rotawire were used to complete the procedure without issue. After the procedure, the physician made another attempt to remove the detached portion of the wire using a snaring device and a double wire technique, however, the detached wire could not be removed. Thus, the detached wire was left inside the distal lad. There were no further patient complications reported and the patient¿s condition is "no problem and stable."

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection noted that the device was returned inside the rotaburr. The wire was removed from the rotaburr with no resistance felt and the body was observed to be fractured from the proximal end. Moreover, evidence of decoloration was noted on the distal end indicating that the burr remained at the same area for a long time in high-speed rotary motion causing wear reduction. The fracture site presents evidence of tension/torsion overload. Additionally, the body is kinked along the wire and the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).